Event description:
It was reported that a patient with an implanted pacemaker presented to an emergency room having had syncope. The patient was in atrial fibrillation and the device was programmed to pace and sense only the ventricle. The ventricular lead had a high pacing threshold and the impedance had increased over the last two months. Based on the current threshold the device was not programmed to a 2 times safety margin. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed an increase in right ventricular (rv) lead impedance. A steadily increasing trend in rv lead impedance was noted from approximately 300 ohm in (B)(4) 2009 to over 1800 ohm in august (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The p1501dr device is part of the advisory for this model. Evaluation summary: (B)(4): the performance data collected from the device was analyzed. Analysis results revealed an increase in right ventricular (rv) lead impedance. A steadily increasing trend in rv lead impedance was noted from approximately 300 ohm in (B)(6) 2009 to over 1800 ohm in (B)(6) 2010. The actual device was later analyzed and revealed no anomalies.

Event description:
It was reported that a patient with an implanted pacemaker presented to an emergency room having had syncope. The patient was in atrial fibrillation and the device was programmed to pace and sense only the ventricle. The ventricular lead had a high pacing threshold and the impedance had increased over the last two months. Based on the current threshold the device was not programmed to a 2 times safety margin. The device and lead remain in use. No further patient complications have been reported as a result of this event. It was later reported that the device was explanted and replaced due to the lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.